Manufacturer narrative:
The returned catheter had white residue blocking tip dome holes. The catheter passed electrical test, temperature bath test, generator test and patency/flow test. Complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported while using this catheter it was overheating and had high impedance. The power and the temperature set by the user were 25 watts and 43 degrees c. At a power of 25 watts, the temperature rose beyond 43 degrees which was noted by the physician. The ablation was stopped immediately by pressing the footswitch. The catheter was replaced with a different rmt thermocool and the procedure went on without problems. There was no pt consequence and no char was noticed.